Manufacturer narrative:
(B)(4). The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It was reported the patient anatomy was calcified and tortuous, which likely contributed to the reported difficulties. It is likely that the stent interacted with the calcified lesion, contributing to damaging the stent resulting in resistance during retraction and the stent ultimately dislodging as there was no damage noted to the stent delivery system or stent during the inspection prior to use, which suggests a product deficiency did not contribute to the reported difficulties. To help ensure the reported difficulties are not related to a manufacturing deficiency, the balloon is checked for proper fold configuration, the stent is checked for proper strut dimensions, and the stent is inspected at multiple steps in the process for stent damage during the manufacturing process. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been other incidents reported for difficult to remove or stent dislodgement for this lot. There is no lot specific product quality deficiency. The reported difficulties appear to be related to the operational context of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the lesion was in a calcified, tortuous circumflex artery. During the attempt to deliver the promus 2.25 x 28 mm stent, it became stuck at the corner of the left main and the proximal circumflex. When it was attempted to be removed, the stent became dislodged from the stent delivery system (sds). After attempts to retrieve the dislodged stent, it was compressed against the wall of the left main with a 4.0 x 18 mm unspecified stent. No adverse patient sequelae were reported. No additional information was provided.